Event description:
Customer's spouse reported via phone, the insulin pump had alarmed no delivery and the customer had to change the infusion set three times. Customer's blood glucose was 402 mg/dl. Troubleshooting for high blood glucose was not performed nor troubleshooting for possible occlusion due to customer had resolved the issues with a complete set change. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.